Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to deep vein thrombosis (dvt)/pulmonary embolism(pe), free-floating dvt, and chronic renal insufficiency. Patient is alleging severe tilt, vena cava perforation, organ (aortic, vertebral body, mesenteric) perforation, unable to retrieve, and embedment. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" and "I cannot lift heavy weights or run. I cannot walk very far because of shortness of breath [sob]" as well as "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries." Per report from CT dated (B)(6) 2017: "an inferior vena cava filter is visualized. The proximal end of the filter is located approximately 6 millimeters inferior to the left renal vein. Multiple legs of the inferior vena cava filter appear to be perforating the walls of the inferior vena cava without leakage. One of the legs however also appears to extend to the left of the inferior vena cava and project into the lumen of the infrarenal abdominal aorta approximately 7.4 millimeters. There is no leakage."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01409.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.